Manufacturer narrative:
Corrected data: h11 - the investigation conclusion was not included on follow up number 003 conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The evolut pro+ valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, which in some cases can potentially cause infolding. In this case, it was reported that the patient appeared to have a significantly calcified bicuspid aortic valve with annular calcium extending to the left ventricular outflow track, which may have contributed to the infolding. A valve was implanted successfully, and no further patient effects were reported. This event does not indicate device misuse or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID d-evprop34 (lot: 0011843466); product type: 0195-heart valves product ID l-evprop34 (lot: unknown); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had complex and calcified bicuspid anatomy. Three pre-dilations were performed with a 23mm balloon, which did not reach its maximum diameter due to the intensity of calcification in the raphe of the bicuspid valve. During the first implant attempt, upon reaching 80% deployment infolding was observed. The valve was immediately recaptured and redeployed, however infolding was once again present. The valve was recaptured and the delivery catheter system (dcs) was withdrawn from the patient. The valve had no structural damage, and was therefore removed from the dcs and loaded into a new dcs. The sentrant sheath sustained damage to the tip during insertion, therefore the sheath was replaced to prevent risk to the patient¿s artery. A new pre-dilation was performed with a 25mm balloon, and the valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one media file was provided for review. The patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 91.3mm with a perimeter derived diameter of 29.1mm suggesting a size 34mm evolut valve. The patient appeared to have a significantly calcified bicuspid aortic valve with annular calcium extending to the left ventricular outflow track (lvot). It was reported that a pre balloon aortic valvuloplasty (bav) was performed three times. Fluoroscopic valve load inspection was not provided for review; thus, it is not possible to validate a good load. The valve was deployed just prior to the point of no recapture and an infold was visible on the provided media file. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. It was reported one additional deployment attempt was made without resolution of the infold. Of note, recapturing an infolded valve will not resolve the infold. It was reported that the infolded valve was recaptured, removed from the body, and inspected for damage. The same valve was loaded onto a new delivery catheter system. Subsequently, during insertion, damage was stated to the sentrant sheath. Ultimately, a new valve was used for implant. As stated in the instructions for use (IFU), if a bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had complex and calcified bicuspid anatomy. Three pre-dilations were performed with a 23mm balloon, which did not reach its maximum diameter due to the intensity of calcification in the raphe of the bicuspid valve. During the first implant attempt, upon reaching 80% deployment infolding was observed. The valve was immediately recaptured and redeployed, however infolding was once again present. The valve was recaptured and the delivery catheter system (dcs) was withdrawn from the patient. The valve had no structural damage, and was therefore removed from the dcs and loaded into a new dcs. The sentrant sheath sustained damage to the tip during insertion, therefore the sheath was replaced to prevent risk to the patient¿s artery. A new pre-dilation was performed with a 25mm balloon, and the valve was successfully implanted. No adverse patient effects were reported. Additional information was received that a ten minute procedure delay occurred as a result of the infold.

Manufacturer narrative:
Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.